Event description:
During a ptca treatment procedure, the maverick monorail balloon ruptured at 6 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in the proximal - mid lad coronary artery. The physician used an unspecified size and type of introducer sheath for vascular access and a whisper ls guidewire and a 6f wiseguide al guide catheter to cross the lesion. The maverick monorail 3.0/12 mm balloon was removed and replaced with another maverick monorail 3.0/12 mm balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.